Event description:
Medical affairs spoke to spouse to obtain more clinical info. Pt's spouse mentioned that pt's meter did not power on. Spouse claims that pt's meter had no power for about 1 week. Pt had changed the batteries and meter still did not have any power. Pt only tested their blood glucose once a day and only takes their set amount of insulin, once in the morning. Pt went to church and had slurred speech. Spouse took pt to the ER, where they admitted pt for 5 days. Pt was treated for high sugar and was given insulin. Pt also had a stroke and that was why they were in the hosp for 5 days. Spouse does not recall what pt's blood sugar was in the hosp, but claims that their insulin has changed and does not know the name or the amount pt takes. Customer service was unable to resolve the issue and sent pt a new meter. Medical affairs is documenting this case as a meter malfunction, since pt did not try to test their sugar on the meter ever since the battery was replaced. Pt did not try to test their sugar the day of the incident.